Manufacturer narrative:
Phone number: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint on the heartstart xl+ device indicating that the self-test failed.

Manufacturer narrative:
Multiple attempts were made to determine how the reported allegation was resolved. However, no information was made available. We are unable to confirm the final disposition of the device because the customer did not respond to requests for additional information to obtain the repair, and operational status.